Event description:
It was reported that the patient's log file was submitted for review due to complaints of low flow alarms and numerous episodes of ventricular tachycardia (vt). The patient reported feeling of general malaise, increased fatigue, anxiety, and deconditioning. The patient¿s vt was treated with medications / cardioversion. Patient was being closely monitored and workup for possible transplant. The patient¿s reported arrhythmia resulted in clinical compromise as it diminished pump flow. Vt was sustained. The patient underwent transplant on (B)(6) 2022. No additional information provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient's log file was submitted for review due to complaints of low flow alarms and numerous episodes of ventricular tachycardia (vt). The patient reported feeling of general malaise, increased fatigue, anxiety, and deconditioning. The patient¿s vt was treated with medications / cardioversion. Patient was being closely monitored and workup for possible transplant. The patient¿s reported arrhythmia resulted in clinical compromise as it diminished pump flow. Vt was sustained. The patient underwent transplant on (B)(6) 2022. No additional information provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low flow alarms was confirmed via the submitted log file data. According to the account, the low flows were due to ventricular tachycardia. A direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported cardiac arrhythmia could not conclusively be determined. The evaluation of heartmate 3 left ventricular assist system, serial number (B)(6), did not reveal any device-related issues which would have contributed to the reported event. The controller event log file contained data spanning from 25jan2022 at 08:31:18 to 28jan2022 10:41:06, per the timestamp. Intermittent low flow events were captured on 25jan2022, 26jan2022, and 28jan2022 when the estimated pump flow was calculated to be below the threshold of 2.5 liters per minute (lpm). A total of 19 low flow events persisted for at least 10 seconds, activating low flow alarms. No other notable alarms were captured, and pump appeared to have been operating as intended. (B)(6) was returned assembled with the pump cable severed approximately 2.0¿ from the pump header. Less than approximately 1.0¿ of the sealed outflow graft, including the sealed outflow graft bend relief, was returned attached to the pump cover outlet port. The apical cuff was also returned. The remainder of the pump cable, modular cable, and sealed outflow graft attachment collar were not returned. The device appeared to have been exposed to a fixative agent. Upon disassembly of the returned device, loosely seated, fixed depositions were observed in the interior of the pump cover and in the rotor vanes. The lack of structure and adherence of these depositions suggests that they developed acutely, likely due to poor surface washing as a result of blood remaining in the device post-explant and exposure to a fixative agent. Visual inspection of the smooth and textured blood-contacting surfaces of the device did not reveal any depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use (rev. C) contains the following information: section 1 lists cardiac arrhythmia as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 lists cardiac arrhythmia as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.